Event description:
The technician replaced the upper control board and the nurse call would not function. No injury reported.

Manufacturer narrative:
The technician found the upper control board was not programmed for nurse call. The technician programmed the upper control board to resolve the issue.